Event description:
Report received of a tubing separation. It was reported that after running a peripheral IV of d5lr for at least one hour, the tubing separated at the y site. The pt's spouse informed the nurse that the tubing had disconnected. The nurse reported that the tubing separation occured where the blue clave port connects at the t-site. The nurse reported, "there was only a small amount of blood loss, and there was no corss contamination of blood with any health care provider". There was no adverse pt event. No medical intervention was required. Though requested, no add'l info was available.